Event description:
Rptr noted corneal burn occurred during creation of initial nuclear groove; sutured wound to close. Astigmatism persists. Fair prognosis; removal of sutures may improve refractive outcome.